Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced bacterial peritonitis which was manifested by cloudy bag. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin (for 4 days, discontinued, dose, route and frequency were not reported) and fortaz (ongoing, dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient was recovering from the event. It was reported that the patient was "on" and "off" with pd therapy and was doing hemodialysis while the patient was "off" pd. Thirteen days prior to the event onset, the patient resumed pd after quitting hemodialysis. No additional information is available.